Event description:
Pump placed [redacted]. On the next day, [redacted] at 1330, patient returned because the bulb was still full. It has been 24 hours, and the bulb does indeed appear to be full and not infused. Pharmacy agrees with this as well. We disconnected him and flushed his port which appears to be flushing well with great blood return. All clamps verified to be unclamped. Patient states he verified this at home as well. All tubing appears to be without kinks. Provider was contacted and requested a second fluorouracil pump be placed for 46 hours. Order signed for c4d2 and released to the pharmacy. Will arrange pump disconnect for [redacted].